Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime ora33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery alarm or prime or fill anomaly noted during testing. The test reservoir was able to lock in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump batteries dying quicker, unexplained no delivery alarms and had to rewind more than once during priming. The device will not be returned for analysis.